Event description:
A customer reported that during a procedure a system message displayed and locked. Procedure was completed with a alternate system and no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).